Event description:
On three different events of this nature occurred in the past several weeks. All events have had the same issue. And relatively the same outcome. During a laparoscopic supracervical hysterectomy the surgeon used a halo to take down pedicles, lina loop to amputate the cervix and a sord to morcellate. During activation of the sord, the pts heart rate would slow down, the pt was going into an asystole state. Pt pulse rate returned to normal when the sord was not activated. The same devices was used to complete the case by stopping the use of the sord and waiting for the pts heart rate to return to normal. This prolonged the surgery. The operating room had a crash cart and paddles ready to go if needed. This does not appear to be related to the generator interference on the monitor since the monitor and generator are not plugged into the same outlet.

Manufacturer narrative:
The lot number and a batch review performed for this batch has not indicated any issues with the manufacturing process that might explain the failure observed. The device has been discarded by the facility. As a result, determination cannot be made at this time. If further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.